Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Low battery alarm was confirmed in the history file and then power error 25 was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with minor scratches on case and minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 200 mg/dl. Troubleshooting steps were provided for power error detected alarm. Advised to monitor pump. The insulin pump will not be returned for analysis.